Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received information that the pipeline could not deploy. There was resistance while unsheathing. The pipeline exposed halfway with a very thin opening (from the angio), and there was no wall apposition. The pipeline failed to open. This occurred at the same time with difficult advancement/withdrawal after resheathing a few times. The physician made a few attempts and decided to remove the device. A new device was used to complete the procedure with the same marksman microcatheter and the patient is doing well. The patient was receiving the pipeline device to treat a cavernous, unruptured, saccular aneurysm on the left side. The aneurysm had not been previously coiled. The maximum diameter of the aneurysm is 8mm and the neck diameter is 6.5mm (+/- 0.5mm). The landing zone diameters were 4.82mm distally and 5.15 proximally. There is moderate vessel tortuosity. Resistance was felt during the first advancement attempt and it gradually increased as the pipeline became stuck. There was not a complete loss of movement, but once the pipeline was nearly 50% exposed it would not advance without resistance. There was no damage to the catheter observed and continuous heparinized saline flush was used per the IFU. No injury occurred as a result of this event.

Manufacturer narrative:
Device evaluation the pipeline flex delivery system was returned for evaluation without the microcatheter, which was discarded. As received, the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline braid was found fully opened with no damage. The pushwire was found to be bent at 20.5 cm to 25.5 cm from the proximal end. No other anomalies were observed. Based on the analysis findings and the reported event descriptions, the clinical observation was confirmed as the received pipeline flex delivery system was found to be damaged. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the reported ¿resistance¿ during delivery; subsequently causing the pipeline flex delivery system to become damaged. However, the cause for resistance could not be determined. Additionally, from the damages seen on the proximal wire (bending) and hypotube (stretching); it appears there was force used. In this event, the user context may have contributed to the reported issues as the physician continued to advance the pipeline flex delivery system despite of resistance. Additionally it is possible that the ¿moderate vessel tortuosity¿ may have contributed to the ¿failure open¿ issue. No evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the ve ssel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿